Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis and a blood glucose (bg) level of 610 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the pump touch screen was dark. Customer confirmed that there had been no interaction with the pump for an extended period. Reportedly, the customer reverted to manual injections for insulin therapy.